Manufacturer narrative:
Evaluation summary: the sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed that a pin got bent. An attempt was made to connect a sensor to the rsc-2 cable connector but was unable to connect because of the bent pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had an incorrect reading and was found that the pin on the most outer part of the cable was bent. The customer indicated no patient harm.